Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that the drain fitting was rusted and the enclosure was cracked by the drain fitting. This was causing the water tank cover to leak. Both the covers were cracked and scratched. The line cord was worn and the reflux plug was not attached. Following the visual inspection, the investigator filled the water tank with water, attached a temp check, plugged in the line cord and turned on the device. The customer reported product problem (leak) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. User issue was identified as the problem source. The investigator replaced the following components: drain fitting, enclosure and water tank cover to correct for the reported primary problem, front cover due to cracks/scratches, and line cord due to wear. The reflux plug was also attached. Preventative maintenance was then performed. The device subsequently passed all the functional tests.